Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was confirmed. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported b30 (scope communication error) during inspection for use involving an olympus xenon light source. There were no reports of patient injury.